Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately sixteen months after the implant of this pulmonary valved conduit, the patient presented with increased left ventricular pressures and severe heart failure. Cardiac catheterization revealed that the valve had eroded into the ascending aorta with a resultant shunt into the pulmonary artery. The conduit was successfully replaced with no adverse patient effects.